Event description:
It was reported that at the end of the procedure the twizzle tip electrode was missing. The twizzle tip electrode was buried into the myoms during the procedure. While inserting the electrode into the hysteroscope the electrode tip hit the side of the scope. The surgeon does not feel the tip was left in the pt but was flushed out of the uterus. No adverse pt consequences were reported.